Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment, cause, and outcome were not reported. Pd therapy was ongoing. No additional information is available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896209. There were no issues detected during the manufacturing process. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).